Manufacturer narrative:
Additional device product codes: gxl; hxx. Reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: the customer reported the hand piece for battery powered driver does not move when either the forward or reverse button is pushed. The repair technician reported the device ran low in fast forward, forward and reverse. The contact plate is cracked, the membrane vent is damaged, cables are burnt, and there is liquid around the bearings and drive shaft. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 04-aug-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part #: 05.000.008, synthes lot #: 5617890, supplier lot #: 001759, release to warehouse date: 08 oct 2007, supplier: triangle manufacturing. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hand piece for battery powered driver does not move when either the forward or reverse button is pushed. The issue was observed during testing of the device. There was no patient involvement. During manufacturer's investigation of the returned device it was observed that the contact plate is cracked, the membrane vent is damaged, cables are burnt, and there is liquid around the bearings and drive shaft. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).